Event description:
It was reported that this right ventricular (rv) lead was fractured, and was exhibiting noise and oversensing. The patient was not rv pacemaker dependent and did not wish to undergo a lead replacement. The lead was programmed off, but then the patient began to have chest pain symptoms. The lead was programmed on and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.